Event description:
It was reported that the customer was hospitalized for high bgs. The customer was released the same day. The contact stated that the customer's bgs were coming down with boluses but not staying down with the basal rates. It was discovered that the pump did not have basal rates. The customer reset the programming. Family member stated that they would call back to troubleshoot the pump.